Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of plunger bent. Additional information has been requested, received and state the event occurred during lens folding. The procedure was completed using a different injector.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report of a bent plunger. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming. The plunger is bent. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in november 2022. The manufacturer internal reference number is: (B)(4).